Manufacturer narrative:
It was reported that a single communication failure occurred. A full analysis of data logs indicated that 2 failures occurred. Technical investigation concluded that the reported communication failure was due to a known design issue. A second crash not reported has been identified and was caused by a crash of the .net runtime process however the cause of this crash cannot be determined.

Event description:
Communication failure occurred when performing manual scan of contactless registration.